Event description:
It was reported that the caller experienced an issue with incorrect pump time settings. There was no adverse impact to the customer¿s blood glucose level as previous settings did not result in extreme high or low levels. The customer received assistance from technical support to update the pump time and was advised to monitor the situation, with an understanding to follow up if the issue persisted.